Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed cuts into the insulation 17cm distal to the is-1 connector pin, which most likely resulted from the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported high lead impedance. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The dc resistances of the received conductor were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Right atrial lead displayed intermittent impedance measurements > 3,000 ohms. Possible conductor fracture malfunction. Lead was explanted. No adverse patient events were reported. Should additional information become available, this file will be updated. Lead will be returned by representative for analysis, testing, and warranty consideration.